Event description:
It was reported that the images on the 2600 system are grainy and the system presented ma errors. It was also noted that the system is not regulating and making noisy images. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.